Event description:
Additional information received reported that there was a surgical intervention scheduled for (B)(6) 2012 for spinal cord stimulation adjustment and repositioning. The cause of the event was unknown. The next day the revision occurred and the lead indicated high impedances intraoperatively. It was noted that the leads were placed peripherally for ulnar nerve stimulation. It was found that there was an error in programming. Three days later it was reported that an additional lead was added on (B)(6) 2012. The reporter stated that there were abnormal impedances, first due to a programming error and then due to unknown causes. It was noted that the therapeutic effect was unknown and testing was not performed. Three days later, it was reported that the patient's first implant was placed on the patient's ulnar nerve but did not stimulate in the proper location, so the second implant was placed on the median nerve. It was reported earlier that the first implant was placed on the median nerve and the second implant was placed on the ulnar nerve. It was unclear which placement order was correct. Two weeks later, it was reported that the lead, extension, and implantable neurostimulator were revised on (B)(6) 2012. The implantable neurostimulator and extension were replaced and a lead was placed. It was reported that there was 'poor relief' and there were three open circuits. It was noted that reprogramming was done on multiple occasions prior to the revision with no improvement, and stimulation was felt only in the right thumb. There was no patient injury and the patient wasn't hospitalized. Five days later, it was reported that when the patient was having a second lead placed to the existing neurostimulator, there where high impedances greater than 4000 ohms on the newly placed electrodes during intra-operative testing. There were multiple troubleshooting attempts and the lead and neurostimulator were replaced, and it was realized that there was an error in programming. It was reported that there was product 'written off as open and unused.' It was noted that the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: no anomolies found. The ins, extension, and lead were configured 1x4, oriented 0-3, and connected to the upper port. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedance on every electrode pair. Connection was moved to the lower port, oriented 8-11, and test repeated with like results. Final device analysis of the extension revealed the following: no anomolies found. Final device analysis of the lead revealed the following: no anomolies found. Final device analysis of the boot revealed the following: no anomolies found.

Manufacturer narrative:
Product ID 3987a, lot# n282450, implanted: (B)(6) 2012, product type lead; product ID 3987a, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), product type extension; product ID 3550-29, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported stimulation of the patient's median nerve in his right arm was not optimal. The patient only felt stimulation in his right thumb, not his right arm as he had 1 week post-operation. Reprogramming "failed" 4 times. It was noted the patient's physician was considering revision of his cervical leads. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3987a, lot# n282450, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).